Event description:
It was reported that during a meniscus repair, the t1 implant of the fast fix flex could not be deployed but it fell from the inserter and fell inside the patient's joint, so a grasper was used to remove t1 from the joint, t2 also came along with shaft. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Manufacturer narrative:
H10: h3, h6: the device was not received for evaluation at the manufacturing site on the provided tracking number, therefore a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.